Event description:
The customer reported that the system displayed a collimator error and was unable to perform fluoroscopy x-ray. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator cover was repaired during the service call. The system was tested and found to be working as intended and put back into service.